Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided. Patient two was born (B)(6). Patient three was born (B)(6). Patient four was born (B)(6) 1970.

Event description:
The customer alleged they received questionable testosterone g2 and free thyroxine (ft4) results on their e-module. The customer stated there were four erroneous results that were reported outside the laboratory. The first patient's initial testosterone result was >52 nmol/l. The repeat result was 16 nmol/l. The second patient's initial ft4 result was 39.3 pmol/l. The repeat result was 15.8 pmol/l. The third patient's initial ft4 result was 48.8 pmol/l. The repeat result was 16.9 pmol/l. The fourth patient's initial ft4 result was 33.8 pmol/l. The repeat result was 16.5 pmol/l. There were no adverse events. The testosterone and ft4 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control were within range. A general reagent issue could not be determined.